Event description:
Reporter indicated that the pt was experiencing erratic stimulation, indicating possible device malfunction. The pt reportedly experienced good seizure control until 2002. When an increase in seizure activity reportedly occurred. The pt was seen by physician the next day. Device diagnostic testing at this office visit was within normal limits. The device output current was increased from 1.75ma to 2.0ma at this visit. The pt's seizure activity seemed to be under control following the parameter adjustment. The pt was seen by physician again in 05/2002 at which time device diagnostic testing again was within normal limits. The era (elective replacement indicator) was no, indicating that the generator was not at end of service. In 05/2002, the pt was taken to the emergency room after injuring self from a fall during a seizure. The pt was last seen by physician in 06/2002. Device diagnostic testing at this office visit was again within normal limits. The pt is shceduled for device replacement surgery in one month due to the pt's increase in seizure activity.